Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and contrast button contacts. Evaluation also revealed that the battery cap had stripped threads and display screen was the dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the keypad was found to be intact with no damaged observed. The up arrow, down arrow, and contrast buttons were found to be intermittently unresponsive. The ok button responded appropriately. The keypad cover was removed and there was evidence of contamination found under the up arrow, down arrow and contrast button contacts. Evaluation revealed that the battery cap had stripped threads. Evaluation also revealed a dim, discolored display. During investigation, an unrelated loss of prime with non-zero force recorded in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).